Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced feeling unwell, nausea, weakness, sweatiness and blurry vision. The patient took a fingerstick and the cgm reading was 105 mg/dl, and the blood glucose reading was 45 mg/dl. No treatment was reported from that moment and the emergencies were called. When the paramedics took a fingerstick the blood glucose reading was 38 mg/dl. The patient was treated with intravenous fluids, and zofran. The patient was brought to the hospital and was further treated with lorazepam, intravenous glucose and oral and intravenous potassium. The patient was discharged after 8 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.